Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075569/7075583.

Event description:
It was reported that the patient was experiencing discomfort at the ipg and lead incision sites. It was also reported that the patient was not getting an adequate pain relief despite several reprogramming done. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as they were not released by the medical facility.